Manufacturer narrative:
Additional information was received on 11 sep 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing. There was no report of serious or permanent patient harm or injury. Device was returned to the manufacturer for evaluation. But the device evaluation was not yet completed. The manufacturer is submitting an updated report at this time. After completion of device evaluation, a follow-up report will be filed. Section d, g and h updated in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.